Event description:
The account alleged the patient fell out of the bed due to the side rail lowering. No injury reported.

Manufacturer narrative:
The account stated they were giving the patient a bath and when the patient turned over on his right side, the lower right side rail collapsed and the patient fell out of the bed. The account alleged that both right side rails were up when the patient turned over. The account stated the patient was not injured. The technician investigated and the nurse stated the patient fell out of the bed while being bathed and the lower right side rail gave out and became disengaged. The nurse stated the patient was not injured by the fall. The technician investigated the bed and found no issue with the side rails and all side rails would engage.